Event description:
A report was received stating that during removal of the device from use on a patient, the cannula broke off of the infusion set and remained under the patient's skin. The patient reports that the site maybe infected, but does not feel like medical intervention is necessary at this time. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.